Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: product availability was updated to no. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D9: product return date and availability were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not received the reported abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was user caused. Therefore, based on the available information, device malfunction could not be verified without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Additional information: the abutment was able to be reused for the fabrication of a new abutment crown. Therefore, the original abutment will not be returned.

Event description:
It was reported that the abutment screw/crown became loose. Tooth location #19.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a4: weight unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided g4: PMA/510(k) number not available product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.